Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted. The device used in this situation is unknown; therefore, it does not contain a us 510k number.

Manufacturer narrative:
(B)(4). The set is unknown and the sample is not available for evaluation, therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. A batch review could not be performed as the lot number is unknown. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information or samples become available, a follow up report will be submitted.

Event description:
The customer reported to corporate product surveillance of an unknown set in which the tubing was observed to be split. The process step is unknown. There was no patient injury or medical intervention reported. No additional information is available.